Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal (ip) injection of vancomycin (1gram stat dose) ip injection of amikacin (100 milligram, once a day, duration not reported) and ip injection of imipenem (1gram once a day, duration not reported) for the event of peritonitis. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was discontinued 24 days prior to receipt of this report. No additional information is available.